Event description:
It was reported the during patient use, the ventilators graphic user interface (gui) touchscreen went blank and the encoder knob turned red. The gui touchscreen became active 30 seconds later. When the respiratory therapist arrived to the room, the ventilator was ventilating patient. The user was unsure if ventilator stopped ventilating the patient when the gui touchscreen went blank so the user placed the patient on another ventilator. There was no reported harm to the patient.

Manufacturer narrative:
Evaluation completed.